Event description:
As reported: "opened #6 rfx stem and scrub tech noticed a human hair inside packaging with implant/stem." "Surgeon was able to ream the canal up one size (after several tries) to allow for a size 7 rfx stem to be implanted."

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. A very thorough check of the returned package did not confirm the event: no hair could be found in the package, which was already opened. The sterile pouch where the stem was packed was checked especially in detail. No deviation from specification could be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "opened #6 rfx stem and scrub tech noticed a human hair inside packaging with implant/stem." "Surgeon was able to ream the canal up one size (after several tries) to allow for a size 7 rfx stem to be implanted."